Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that there was a cable failure due to malfunction of software (not sensing right impedance on ECG cable). The software was updated and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a cable failure.